Event description:
It was reported that oversensing of noise was observed on the lead. Reprogramming of the device did not resolve the noise. It was not known if the noise was caused by the lead or ICD. Therefore, both were explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.